Manufacturer narrative:
Replaced power switch to fix the reported issue. No report of patient involvement.

Event description:
During depot repair checkout, faulty power switch was noted. There was no reported patient involvement.